Event description:
It was reported that, "the patient came in to see the surgeon about her right knee (would lockup on her). Surgeon took x-rays. The locking screw had worked loose and floating in the notch of the femur/tibia. Did surgery (B) (6) 2010. After opening the knee, screw was loose. Surgeon cleaned up the knee, decided patella/tibia were ok. Decided not to replace tibia poly only the screw. Prior to the case, doctor was shown op tech (proper way to seat the screw) all check and inserted."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.